Manufacturer narrative:
The device involved in the event will not be returned for evaluation as a portion of it remains in the patient.(B)(4).

Event description:
Information received from medwatch# (B)(4).after the embolization procedure, it was reported that the echelon catheter fractured as it was being retrieved and the broken segment remained in the patient. No injury was reported with the patient as a result of the procedure.